Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201 serial number: (B)(6) model description: tined lead unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, infection, urinary tract, undesired sensations, non-target stimulation area, implant pain and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator had been experiencing pain, throbbing and discomfort around their ins site since losing 40 pounds and beginning about 3 weeks prior. The patient also noted a stinging sensation when picking up their right leg. The patient turned off their stimulation and noted that they would follow up with their physician. The patient also mentioned 11 urinary tract infections over the past year, but their physician did not believe that they were device-related. The patient believed that their device might have moved and stated that they felt that it was lower than it used to be. The patient underwent a revision. There were no additional patient complications.